Event description:
It was reported that whilst in use in a young person, the eyelet was damaged, close to fully splitting whilst on the tube's 4th use. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Sample was visual inspection under normal conditions of illumination to detect any defect. A broken eyelet was found. The root cause of the reported issue was found to be the eyelet was damaged. Actions were taken to mitigate the reported issue: notification was made to production personnel to explain the importance to adherence or following in the manufacturing procedure.